Manufacturer narrative:
Findings: unit received intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. Pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 236 mg/dl. The customer stated that she is having the most issues with the up and down buttons. The customer stated that it is very humid. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.